Manufacturer narrative:
An event regarding infection involving an unknown liner was reported. The event was confirmed. Method & results: -device evaluation and results: the device was not returned for evaluation. -medical records received and evaluation: a review of the medical information by a clinical consultant indicated that: infection as a procedure-related complication of hip arthroplasty requiring I&d for treatment which was apparently effective in this case. Conclusions: a review of the provided information by a clinical consultant concluded that "infection as a procedure-related complication of hip arthroplasty requiring I&d for treatment which was apparently effective in this case." However, the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, pathology report, xrays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Septic right total hip arthroplasty of an acute nature. Open debridement with exchange of the acetabular liner and femoral head with irrigation of 4 liters of antibiotic impregnated normal saline and closure over drains.

Manufacturer narrative:
The other device listed in this report: cat # unk, lot # unk, description: unknown 28 +0 head. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s infection. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
Septic right total hip arthroplasty of an acute nature. Open debridement with exchange of the acetabular liner and femoral head with irrigation of 4 liters of antibiotic impregnated normal saline and closure over drains.